Event description:
The customer called to report high blood glucose levels. The customer stated that she changed the infusion set, but the high blood glucose levels continued. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump did not pass the leadscrew test as the leadscrew was not turning at all. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.